Event description:
Consumer reports they believe consumer has inaccurate readings with their meter. Consumer dosed on those readings, passed out an hour later and their spouse had to call the paramedics. Their blood sugar was at 20.